Event description:
It was reported that bd ¿stopcock q-syte leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: drug leaked from the housing.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Received three stopcocks with attached q-syte top bodies; from catalog number 395245; lot number unknown. The q-sytes unite were permanently bonded to the stopcocks. The stopcocks were permanently together. One stopcock was permanently bonded to the extension set. Photos were also submitted for review: photo one displayed an extension tubing set with three q-sytes to three stopcocks. Photo two displayed a close-up of the q-syte top body attached to the red stopcock. Photo three displayed the septum top disk of the red stopcock. Photo four displayed the back side of the red stopcock. Photo five displayed the end of the red stopcock. Photo six displayed all three septum top disk. Photo seven displayed all three stopcocks. Visual/microscopic evaluation: no physical/mechanical damage was observed on any of the external areas of the q-syte top bodies. Water leak test: q-sytes were leak tested in the actuated and un-actuated positions. No leakage from the q-syte top bodies or from the stopcock. Fluid leak test: the connection was successful; observed there was no leakage in any area of the units. Septum column tear assessment: no damage (tear) was observed along the column wall. Photos: testing of the submitted device found leakage occurring from the septum. The photos submitted for this incident did not reveal any of visible anomalies or damage that would contribute to the alleged defect. Based on investigation results to date, root cause for manufacturing process cannot be determined. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ¿stopcock q-syte leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: drug leaked from the housing.